Manufacturer narrative:
The report of the autopulse platform (B)(4) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. The ua 7 error message occurring on the reported event date of (B)(6) 2017 was confirmed through review of the archive data. The platform was functionally tested and displayed a ua 7 error message during initial power on. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found no physical damage. After replacement of the load cell, the device was further tested including the load characterization check and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (B)(4) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message when installing the lifeband. The issue is recurrent and was not resolved even after installing another lifeband. The issue occurred during shift check, no patient involvement.